Event description:
During baxter's functional testing, a spectrum pump had system error 105. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The symptom of system error 105 was reproduced and confirmed through evaluation. This error message was caused by a failed motor flex. The motor assembly was replaced.